Event description:
It was reported that an asymptomatic patient presented to clinic for post paced t-wave oversensing and receiving inappropriate therapy (atp) from the device. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.